Manufacturer narrative:
Patient city: (B)(4). Patient country : (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that patient was hospitalized due to high blood glucose. Patient's blood glucose at the time of event was 361 mg/dl. Patient was treated with insulin injection via pen. Patient was hospitalized for 1 day. No further information available.